Event description:
The treating doctor reported that the patient's tooth #12 broke and it is now treatment planned for extraction. The patient is still wearing the invisalign treatment. No additional information is available at this time.

Manufacturer narrative:
*Additional manufacturer narrative the current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that the potential root cause of this event could have been poor fit of aligners and very tight compression. Align's clinical review of available records indicate that tooth #12 had a preexistent restoration. The patient had a tooth fracture while the invisalign system aligners were being used and will now require a tooth extraction (permanent impairment of a body structure), therefore; this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.